Event description:
It was reported that the patient had not been able to eat or drink and had lost 6 pounds since the vns implant surgery on (B)(6) 2015. Patient cannot verbally communicate and therefore the reason is unclear. The caregivers were advised to go to the emergency room to get patient hydrated and have patient evaluated by an ent. Patient¿s vns stimulation had not been turned on since surgery and is currently off. Attempts to obtain additional relevant information from the neurologist have been unsuccessful to date as the neurologist will not be evaluating the patient until (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information was received that the patient is admitted to a hospital due to her eating disorder and is being cared for it currently. Patient has developed an eating disorder since being implanted (B)(6) 2015 and is refusing to eat. Patient cannot communicate distress as she has cerebral palsy, so it is unknown if there are any other symptoms. It was confirmed that the device was off and was never turned on. The treating physician did not think that the patient's condition is related to vns.